Event description:
It was reported that approximately 2 years after the direct xience stent implantation in the 2nd obtuse marginal coronary artery, the patient experienced occasional exertional chest pain, despite adjustment of the anti-anginal medication. The patient underwent cardiac catheterization resulting in revascularization in a de novo lesion in the 2nd obtuse marginal artery and the ramus artery. The index stent in the 2nd obtuse marginal artery was reported to be patent. The patient was discharged the following day with symptoms resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Restenosis is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no predilatation. There was no reported product deficiency and the product was not returned. Angina is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to advancing the xience stent delivery system. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.